Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension was found to be broken and missing a .21 x .30 piece at the proximal clevis interface. The missing piece was not returned. The clevis was dislodged from tube extension. Evidence not conclusive, but tube extension likely broke due to excessive side loading or due to mishandling/misuse. The instrument passed electrical continuity testing. The flush tube was not kinked. An additional observation not reported by site was that the instrument tube extension exhibited pad printing removed. Evidence not conclusive, but pad printing removed damage may be due to likely mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the monopolar curved scissors instrument had a crack at the orange piece. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.